Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error alarm confirmed in pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failures alarm. Customer's blood glucose value was unknown. The customer states that the alarm occurred twice and was able to clear alarm and finish complete prime process. The device will be returned for analysis.